Manufacturer narrative:
(B)(4). Batch # r94x95. Attempts are being made to obtain the following information: did the patient experience any adverse consequences due to this issue? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent. Investigation summary: the handpiece was received with the nose cone cracked. The handpiece was connected to a generator, evaluated with a test instrument, and was found to be functional. No communication issues were noted as reported. Then the instrument was disassembled to inspect the internal components and the moisture indicator was found to be positive. Due to the cracked nose cone, moisture entered the handpiece mid-housing. Analysis was unable to determine the exact root cause that lead to the crack in the handpiece nose cone. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It has been reported that during an unknown procedure, the device was not recognized by the generator. A spare one has been used to complete the procedure. Patient consequence was not reported. No further information available.